Event description:
It was reported that there was a shocking or jolting sensation. It was noted that the patient had been experiencing shocks starting about 2 years after implant which was in 2000. Refer to manufacturer report # 6000032-2013-00182. The patient had two devices implanted and it was not clear with device was causing the shocking. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: 3387-40, lot# l75648, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: 7495-51, serial# (B)(4),: product type: extension. Product ID: 3387-40, lot# l75840, product type: lead. (B)(4).